Event description:
Dealer stated that pt fell using walker 30755p with 5" wheels /b hole - 07722-8. End user had no injuries per dealer. Upon falling, the right side footpiece broke off. The broken wheel did not cause the fall, but instead sanpped off as the end user fell. The unit has not been received for evaluation by sunrise medical.